Event description:
The customer reports while doing an in-service for the siege vascular plug and after prepping the plug, the physician inserted the plug into the catheter and stated to push. The siege plug became stuck and after many unsuccessful attempts to advance the plug, the physician pulled it back out of the catheter, where it was discovered that the distal tip started to curl up.the anatomy was not torturous. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device was retuned for investigation. Photos were taken of the returned product. The distal end of the delivery was damaged (coiled up). This is caused by the loader not being fully seated on the catheter hub, but the wire is pushed causing it to coil and bunch up. Each of the recommended compatible microcatheters was evaluated for device transfer with the damaged device. The distal tip of the loader was held in contact with the microcatheter hub and in all cases the device transferred smoothly through the hub and into the proximal section of the microcatheter. The plug and wire were successfully transferred into other recommended catheters. The complaint is not confirmed. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.